Event description:
During nephrostomy tube removal - distal end of catheter broke off in pt. Very difficult hysterectomy approx 2 months ago. Found to have ureteral peritoneal leakage of urine secondary to obstructed distal right ureter. Attempts to insert retrograde catheter failed and percutaneous nephrostomy done on right. Had persistence of blockage in distal ureter. Admitted to hosp for exploration of distal ureter with re-implantation. Stent insertion of right kidney.